Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, occlusion test, prime test and the excessive no delivery test. No excessive no delivery alarm noted during testing. The insulin pump was programmed with multiple boluses and monitored. All boluses delivered and were properly listed in the bolus history screen. No bolus anomaly or history anomaly noted during testing. The insulin pump had a bleeding lcd glass, a scratched display window and a missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer's father reported via phone call that they received no delivery alarm. The customer's blood glucose was 138 mg/dl at the time of incident. The customer's father reported that the no delivery alarm was resolved. The customer's father was unable to troubleshoot at the time of call. The insulin pump will be returned for analysis.